Event description:
It was reported that 8100 fails patient side occlusion. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 fails patient side occlusion was not identified during the customer call. Customer confirmed they will interchange both bottle-side and patient-side pressure sensors. During testing, if there is no change observed in the voltage display for the sensor readings after swapping the sensors, tech advised the logic board is the probable cause and will require repair or replacement. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.